Manufacturer narrative:
(B)(4). One used sample was received with no cap on spike (loose in pouch) and no cap on patient connector in reference to connection issue. During visual inspection, the port from solution bag was on spike; no manufacturing abnormalities were noted. A (japanese) lab titanium adapter was functionally hand tightened without difficulty. The set was tested underwater with no leak noted. A push-pull test was performed between the spike and port of solution bag with no problems noted. A batch review was not performed as lot information was unknown. This report was not confirmed or duplicated. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A doctor reported to baxter (B)(4) that the spike of the transfer set separated from the port of the solution bag unexpectedly. The connector cover was not used. There was no patient injury or medical intervention. No additional information is available.